Event description:
Rn started lasix through care fusion max guard extension set. Upon entering room a short time later (approx 1/2 hr) saw blood and fluid in bed. She examined tubing and found a slice or crack near the connection site which was leaking. Stopped infusion, called doctor. Doctor wanted to wait 2 hours to see if patient had any output in order to determine if lasix was delivered. No output after 2 hours so another lasix dose was given. Tubing sent to materials management with product form as per established process.